Event description:
Patient reported the piston rod on her device telescoping during a prime and not generating an error. Patient stated she stopped the prime and attempted a new prime and the piston rod telescoped again.